Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing which appeared to be myopotential oversensing due to unipolar programming. This patient experienced syncope however, technical services (ts) noted the symptoms did not correlate to the device episodes. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient presented to the emergency room having experienced syncope again which ts noted may correlate to rv noise and oversensing episodes stored. The rv lead configuration unipolar sense with pacing off. Ts could not determine whether there were pauses in pacing due to the presence of noise. Ts recommended follow up to evaluate if this patient requires a new rv lead. This rv lead remains in service at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.